Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 05nov2025. The asp stated that the device's diagnostic report (drpt) was not able to be provided. When asked for clarification on what alarm was sounding, the asp stated that it was asked but unknown (asku). The asp confirmed that the device was not providing flow. The asp confirmed that the issue was resolved when the "central processing unit (cpu) printed circuit board assembly (pcba) was repaired by the hospital equipment department." The asp was unable to elaborate on the repair completed by the customer due to the customer not disclosing the details. The asp state that no parts were replaced. The asp provided that the ventilator was returned to normal use following the service by the hospital equipment department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to provide airflow. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the patient showed significant respiratory distress, so the patient was placed on the ventilator in an attempt to assist with breathing and alleviate their condition. After powering on the ventilator, the customer found that it was unable to provide airflow and the main alarm couldn't be cleared. The device was promptly replaced to assist the patient's ventilation effectively. This investigation is ongoing.